Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 15 mg/dl and 111 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.

Event description:
Account states they have been getting low ise results for the last week. As an example they gave sodium results for a patient sample that initially was 125 mmol/l and repeated as 141 mmol/l. The account did not report that any adverse events were associated with the incorrect results. The field service rep found a partial blockage in a syringe and repaired the instrument.